Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient passed away due to stroke or pulmonary embolism. The manufacturer attempted to obtain a medical assessment from the physician. The patient had severe sleep apnea and fell asleep in the car. The patient's head had fallen forward obstructing the patient's airway. There were no reports of device-related issues from the patient prior to the passing.